Manufacturer narrative:
Concomitant medical products: etuf3214c102e, stent graft, implanted: (B)(6) 2015; 507652, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged during coronary bypass surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.